Manufacturer narrative:
The event occurred in china. This complaint was reported by the customer to (B)(6) nmpa through the adr online system, report number: (B)(4). It was reported that a ¿sig error¿ occurred on the rotaflow console during patient treatment in the intensive care unit, indicating insufficient coupling agent. The coupling agent was reapplied at which point the closing assy was damaged. Therefore, the hand crank was used immediately to ensure normal blood flow for the patient. The closing assy was secured with adhesive tape for the moment and the device was then working normally. The patient's vital signs were normal, and there was no immediate impact on the patient's condition. Since the hand crank had to be used during patient treatment, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on (B)(6)2026, the customer contacted the local supplier after the incident and the problem was solved by the customer himself. The most probable root cause for the reported "sig error" could be determined by the field service technician as insufficient application of the coupling agent by the customer. The root cause for the reported failure "closing assy broken" has been determined as an accidentally damaged (most probable too excessive force), during reapplying the coupling agent. This is not a case of deliberate misuse. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on (B)(6) 2026 for the period of (B)(6) 2022 to (B)(6) 2026. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in (B)(6) 2022. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream: the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. This complaint was reported by the customer to china nmpa through the adr online system, report number: (B)(4). It was reported that a ¿sig error¿ occurred on the rotaflow console during patient treatment in the intensive care unit, indicating insufficient coupling agent. The coupling agent was reapplied at which point the closing assy was damaged. Therefore, the hand crank was used immediately to ensure normal blood flow for the patient. The closing assy was secured with adhesive tape for the moment and the device was then working normally. The patient's vital signs were normal, and there was no immediate impact on the patient's condition. Since the hand crank had to be used during patient treatment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).